Event description:
A non health care professional reported during intraocular lens (iol) implant procedure, the haptics had detached from the lens, necessitating that it be cut and removed. Additional information has been received and stated that there was no impact to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).